Event description:
After an arthrex scorpion needle was utilized in an arthroscopic right shoulder surgery to repair a rotator cuff injury, it was detected that a portion of the needle was broken. Upon x-ray completion, the surgeon confirmed the broken portion was in the patient's right shoulder area, which he made the decision to have it intentionally retained as the risk with removing it was greater than the benefit.